Event description:
Curlin medical was informed of a reportable event in 2008 by a distributor. All info relating to this event was provided by the distributor. It was reported the same day that a pt received a significant chemical burn from a chemo therapy agent (fluorouracil) leaking from a back check valve. It is unk what treatment, if any, was done as a result of the chemical burn.

Manufacturer narrative:
The device was not returned for evaluation. No conclusions could be drawn.